Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. The unit was visually inspected for any obvious defects and nothing was noted. However, a closer visual inspection of the center slit under a microscope showed that the center slit was re-knit. The reported condition was verified. The cause of the re-knit center slit was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set would not infuse. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.